Event description:
It was reported that the customer experienced a high blood glucose (bg) of 599 mg/dl. A bolus was delivered to address bg level. Reportedly, the customer was using the cartridge beyond labelling. Tandem technical support educated customer on proper insulin labelling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." Device not returned.